Event description:
During evaluation of a returned homechoice machine, a possible increased intraperitoneal volume (iipv) situation was identified which occurred on (B)(6) 2009 during drain cycle 4. The patient's ultrafiltration reading was 1322 ml, indicating the home patient (hp) drained 1322 ml more than their programmed fill volume of 2000 ml. This information gave a total drain volume of 3322 ml, which meets iipv criteria. According to the nurse the patient never reported draining an excessive amount and did not report any symptoms of overfill. According to the patient's sister he is no longer on the homechoice cycler as he received a kidney transplant. The sister stated that he did not report feeling full or overfilled. There was no patient injury or medical intervention.

Event description:
It was reported that the patient has expired after an implant duration of approximately zero days, due to unknown reasons. It is unknown if the death was device related. No further details were provided.

Manufacturer narrative:
Device not returned.this event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient's registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Caller states patient tested 8.0 inr and 8.0 inr on the coaguchek system while a comparison lab returned as 4.6 inr. No actions taken based on device results. No adverse event reported. Requested return of suspect system, and replacement was sent.